Event description:
Patient required emergency myocardial revascularization which was performed on 6/1/93. At 0915 on 6/2/93 the nurse caring for the patient noted that there was gross blood in the intra aortic balloon pump tubing. The unit was turned off immediately and subsequently the physician was notified. Patient did remain hemodynamically stable after the abrupt shut down of the intra aortic balloon pump. Physician arrived on the unit at approximately 1020 on 6/2/93 and removed the intra aortic balloon pump. Upon removal it was noted that the balloon had ruptured. After removal pressure was applied to the site and there were no complications related to the removal. It appears the patient was no longer dependent on the iabp at the time the malfunction occurreddevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.